Event description:
A device report from synthes (B)(4) indicates a hospital in (B)(6) reported: patient implanted, date unknown, with a plate and eight screws. Post op x-rays, date unknown, show screws broken and the fracture extended. No further information is available. Additional information has been requested. This is 4 of 9 reports for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.